Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error, and premature battery depletion (pbd) was suspected by the physicians. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted s-ICD was discarded and therefore will not be returned for analysis.

Manufacturer narrative:
This device was discarded at the facility; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error, and premature battery depletion (pbd) was suspected by the physicians. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted s-ICD was discarded and therefore will not be returned for analysis.